Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (missing ECG electrodes) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable detached from the distribution node and missing, damaging wires in the cable. The root cause for missing cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had missing ECG electrodes.